Event description:
During routine preventative maintenance, error 51 (defective speaker) and error 24 (unclamping error) were discovered in the event log. The speaker and clamp motor were replaced to resolve the errors. After repair, the device was found to meet specification.